Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for information was reported that the patient was not getting good coverage so the physician decided to replace the leads. The patient's leads were revised on (B)(6) 2019 in which they removed the existing leads and replaced them with two new leads and they were placed peripherally. The patient was seen today and is doing "awesome", they are getting pain relief and recovering well. The rep also mentioned the patient stated their stimulation is feeling better than anything they've ever had. The rep will be following up with the patient is two weeks. The cause for the patient not having good coverage before the replacement was unknown. No further complications were reported. No additional patient symptoms were reported.